Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735943, serial/lot #: (B)(6) work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the power cord was replaced, and the system then passed testing. Codes b01, c02 and d02 are applicable. H3: analysis was performed for product: 9735943, lot number: lc 21h12a. It was reported that the ground prong had been pulled from the plug but was still attached. A continuity test showed that the ground connection was open, the other two prongs were connected. Codes b01, c02 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the power cord on the system was damaged, with the prongs being severely bent. There was no patient involved.